Event description:
It was reported that during an unknown procedure, the staples fell off after the firing. The staples had been taken out from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.